Event description:
It was reported that the tip of a revision driver was fractured off while trying to extract a cervical plate.

Event description:
It was reported that the tip of a revision driver was fractured off while trying to extract a cervical plate.

Manufacturer narrative:
Method: visual inspection; results: the instrument fracture may a result of over tightening. Excessive tightening could also result in the deformation of the instrument distal tip. The cause is not determined, multi-factorial. Conclusion: the reported reflex hybrid revision driver screw extractor was confirmed visually to have the distal threaded tip broken off during surgery. The likely mode was torsional overload as examined visually. No manufacturing issues were found for this lot number.